Event description:
It was reported in an article in cardiology journal 2010, vol. 17, no. 1, pp-104-108 titled entrapment of hydrophilic coated coronary guidewire tips, a guidewire tip fracture occurred. The physician was treating a lesion located in the tortuous, calcified, and occluded mid circumflex artery. The tip of the guidewire became entrapped during crossover. The guidewire tip was tightly lodged into the calcified lesion and could not be mobilized and retracted with a balloon catheter. Stent implantation over the detached guidewire tip was not possible due to the failure of the stent to cross over the lesion. Angioplasty was performed over the guidewire tip resulting in a strengthened fixation into the lesion. Distal coronary flow did not change and the patient was asymptomatic at the three month follow-up.

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).